Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the actis broach had the tip break off in the kincise impactor handle. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> examination of the returned instrument found the post to be bent and scratched. The root cause of the scratching is from inadvertent use error. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.